Event description:
Caller states the patient tested 6.9 inr and 2.4 inr on the coaguchek s system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.